Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
On 08/18/2022, it was reported by a sales representative via phone that a ar-3638 fibertak suture got stuck. This occurred on (B)(6) 2022 during a shoulder labral repair when attempting to put the passing knotless mechanism through the tissue it got stuck. The suture was cut out but the implant was left in. Another implant was used as well to complete the case. There was no patient effect.